Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement, externalized conductor was observed. The lead was capped and replaced. The patient condition was stable.